Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed but the issue was not resolved. Customer stated that contacts on battery cap was not missing or damaged. Customer stated that display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with label damage, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, and current measurements due to display anomaly.